Manufacturer narrative:
Combination product: yes. Only the solia s 60 was returned. The atrial lead and the pacemaker were not available for analysis. Prior to the analysis of the available solia lead, the quality documents accompanying the manufacturing process for the devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a deformation of the outer conductor coil was noted 32.5 cm distal to the is-1 connector pin. The deformation most likely occurred during the explantation procedure. No deviations were noted, which can be considered to be the root cause of the clinical observation. In particular the mechanical analysis was properly feasible without any peculiarities. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead dislodgement was found (B)(6) 2025. The rv lead screw had become undeployed. On the same day, the lead was repositioned to the lower septum using a stylet. The lead dislodged again on (B)(6) 2025 causing pacing failure. The lead was then explanted on (B)(6) 2025.